Manufacturer narrative:
The investigation into the positioning issues has been completed since the original report was filed. The device was not returned for investigation. The cause of the positioning issue cannot be determined since compliant device not returned for investigation. Data logs not available to review.

Event description:
The user facility reported a 50-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that echo - echocardiogram (ultrasound) was performed and the impella was noted to be under the pap muscle. The right ventricle assessment was performed and there was normal right ventricle function. The patient was brought to cath lab that same day for impella removal because patient had recovered from support.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.